Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. Customer¿s blood glucose level was 519 mg/dl. Reportedly, the customer addressed their bg with a correction bolus via the pump. A replacement pump was sent to the customer to resolve the issue.